Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm. Blood glucose was 259 mg/dl. The customer reset the pump and the malfunction did not reoccur.